Manufacturer narrative:
The device history record (DHR) was reviewed showing product and specification requirements were met with no non-conforming product identified relating to this customer report. No samples or photographs were provided for product analysis. The reported condition cannot be confirmed, and a root cause cannot be determined at this time. Complaint trends are evaluated during monthly meetings to determine if a corrective and preventative action (CAPA) is warranted. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the insulin syringe's needle is trapped in the safety device. They were unable to use the device. The needle could cause a sharp injury if the safety device is activated.